Manufacturer narrative:
Review of the most recent repair record determined the ratchet was stuck. The ratchet gear, bottom roll and other parts were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional information available.

Event description:
It was reported that ratchet not working at all. The handle could not perform the up and down motion. The event timing was during assembly. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - canada.